Manufacturer narrative:
H6: investigation findings; appropriate term/code not available: usage problem identified a picture of the alleged device was provided for evaluation and the incident was confirmed as reported. Per information provided regarding the event, "unable to flush nasojejunal tube (njt), applied more pressure and the njt popped and ripped apart from the bridle point," this event appears to be a non-production related incident. Per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. The root cause was use-related. All information reasonably known as of 03 jan 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, unable to flush nasojejunal tube (njt). Applied more pressure and njt popped and ripped apart from the bridle point. IV fluid prescribed and commenced. No injury reported. Per additional information received on 13nov2023, it is unknown if any portion of the tube was retained inside the patient and it is unknown if any portion of the tube had to be removed. There was no medical interventions required. The patient¿s condition was reported to be stable.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 04 dec 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.